Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: delamination observed. Assessed, as adhesive failure. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.